Event description:
It was reported that during implant of the intraocular lens (iol), the lens became stuck in the unfolder cartridge. No incision enlargement or other intervention was performed and there was no patient injury reported. The doctor used a different lens and different unfolder and successfully completed the procedure without the need for vitrectomy. The date of the event was not provided.

Manufacturer narrative:
(B)(6). Placeholder.